Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a clot issue occurred. It was reported that while the pentaray nav high-density mapping eco catheter was in the body there was an error detected on the smartable pump. The caller stated that they removed the catheter and noticed there was a clot. The caller stated that they attempted to flush the catheter without resolution. The catheter was replaced and that resolved the issue. The procedure continued. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed thrombus/clot residues on the electrodes of the device. A patency test was performed and it was found that the device was completely occluded; for this reason, a guide wire was inserted thru the irrigation tube and the occlusion was found in the tip area. Afterward, the device was dissected and it was observed that the irrigation tube was bent. This failure could be related to the issue reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a clot issue occurred. It was reported that while the pentaray nav high-density mapping eco catheter was in the body there was an error detected on the smartable pump. The caller stated that they removed the catheter and noticed there was a clot. The caller stated that they attempted to flush the catheter without resolution. The catheter was replaced and that resolved the issue. The procedure continued. There was no patient consequence.

Manufacturer narrative:
On 24-apr-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).